Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a newly applied freestyle libre 3 plus sensor did not initially pair with the ilet, leading to delayed cgm data availability; a capillary blood glucose reading was obtained and entered into the ilet, after which the cgm connected and displayed values trending downward into range. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose that improved after corrective basal delivery and restoration of cgm data. Investigation included customer technical support guidance and follow-up to verify cgm pairing and trend recovery. Investigation of this case revealed that the sensor had already paired and subsequently came online with glucose values declining toward target. It was concluded that hyperglycemia occurred in the setting of initial cgm pairing failure and was mitigated by manual blood glucose entry and corrective insulin delivery. The device has not been returned.